Event description:
Reporter stated the menu and up buttons of the pump are defective and sometimes do not function. The soft component of up button is torn. No adverse event reported. The alleged product was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6), while this product is not sold in the united states, it is like or similar to a product marketed in the united states.